Event description:
The fse reported that during servicing of this unit the data acquisition to motor controller cable was found damaged. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).